Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As mitigation, the team rebooted the system and the issue was resolved. However, as a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications. The service repair technician (srt) could not duplicate the reported complaint. The ccm booted up multiple times with no issues. The local area network / interface board (lan/if) voltage was checked and it was within specification. The srt replaced the peripheral component interconnect (pci) cable as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.